Event description:
The customer observed falsely elevated architect stat troponin-I results for several patients. The following data was provided (customer¿s critical cut off is >/=0.04 ng/ml): sample ID (B)(6) initial result was 0.56, repeats were 0.02, 0.29, and 0.24 ng/ml sample ID (B)(6) initial result was 0.01, repeat was 0.111 ng/ml. Sample ID (B)(6) initial result was 0.01, repeat was 0.400 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6) sample ID (B)(6)and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect stat troponin-I results on the architect i1000sr, serial number (B)(6). Through an extensive investigation, the fsr found the wash cup, body only (rohs), part number 7-200160-01, had a gel-like material on it and needed to be cleaned, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.